Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the aim profiled needed alignment. The fse performed the alignment of the arm, and the issue was resolved, thus confirming the reported event. The lack of arm alignment could lead to the initial event, but after the fse aligned the device, the console was working as intended. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, was noted that the beam was aligning to the left, since the arm was misaligned. There were no patient complications, however, the information about the procedure outcome was not reported.